Manufacturer narrative:
(B)(4). Batch # n5783f. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. Event could not be confirmed as the articulation feature worked as intended. The device opened and closed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are you able to provide details on whether the jaws of the device were opened? Was the device closed on tissue and would not open? Did the jaws eventually open?

Event description:
It was reported that during a general procedure the device would not open while in the patient and would not straighten to remove easily through port. No other information is available. It was unknown how the procedure was completed. There were no patient consequences reported.